Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported that they are facing an issue with the integrated electrosurgical unit (iesu). The grounding pad is not recognized by iesu, they tried another grounding pad and still the same issue. They tried to use the grounding pad on a forcetriad and everything is working well. They will finish the surgery with the forcetriad. Most likely an iesu replacement is needed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) was returned and evaluated by the failure analysis team. The reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.